Event description:
It was reported that during a mitral valve replacement with left atrial appendectomy procedure, the device was closed and fired fine. The left atrial was much dilated. The case was completed with no patient consequence. Two hours post op the patient was having issues. The patient was getting better than worse and was bleeding throughout the day. Later that night the patient was taken back into the or and there was bleeding in the middle of the staple line. It is unknown what caused the bleeding. The patient received blood products, but it is unknown how much blood products were given. The surgeon took two clips and clipped the area. The bleeding stopped and the case was completed with no further patient consequence. The device and cartridge were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional detail: on what tissue type was the device used? Atrial. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd firing. During which stroke did the event occur? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku.